Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico. Zip code: (B)(6). Name: medtronic minimed street 18000 devonshire street city northridge state ca zip code91325. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced insulin flow block alarm on (B)(6) 2026, causing hyperglycemia. The high blood glucose level was treated by corrections on pump.